Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens would not advance. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a1, a2, a3.a, b2, b3, b5, d10, h6 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that there was no patient contact. The procedure was completed on same day.